Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested from the user facility. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for (B)(4), lot no: 021865432. Photographic images were made. Evidence that product in specification when used.

Event description:
Allegedly component broke during insertion.